Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to a lesion located in the mid left anterior descending artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issued noted. Resistance was noted during advancement and stent deformation was noted when the device was removed. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: there was a kink on the hypotube 63.2cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. Additional information: the lesion was pre-dilated. Excessive force was not used during delivery of the endeavor resolute device. If information is provided in the future, a supplemental report will be issued.